Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing on the right ventricular (rv) channel of this device. The rv lead was explanted and replaced. This device remains in service. No adverse patient effects were reported.